Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30676424l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that during cavotricuspid isthmus (cti) ablation, the patients¿ blood pressure dropped, so the physician checked by echocardiogram, and a cardiac tamponade was confirmed. Pericardial effusion was not noted after conducting pericardial drainage, so the patient was followed up. After that, a thoracotomy was performed, and hemostasis was completed immediately. The patient is now recovering. The physician commented that the opinion that it was not due to the product defect but to anatomical and physician's technique of operation. This adverse event was discovered during use of biosense webster products. The physician¿s opinion is that the procedure was the cause of this adverse event. Drainage was performed as the medical intervention. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. No error messages were observed on biosense webster equipment during the procedure. The patient is currently in recovery. The patient¿s hospitalization period was postponed from the original schedule, hospitalization was prolonged. There was no abnormality observed in bwi products before or during use. Bwi products were used properly. A septal puncture was not performed. The flow settings for irrigation were, high flow:8ml - 15ml low flow:2ml pre-rf time:2sec post-rf time:5sec. The catheter was used with the correct setting. The flow rate was working normally. Visitag force visualization was selected, and the parameters for stability were 2mm, 3sec, 25%, tag size: 2mm (diameter 4mm). No additional filters were used with the visitag. The color option used was tag index.